Manufacturer narrative:
Per the manufacturer's subsidiary, the unit was installed in the user facility in december 2018 and the batteries had not been charged while the unit was in the distributor's warehouse. After charging the batteries the unit was operating as intended.

Manufacturer narrative:
Per the manufacturer's subsidiary, the user facility was advised to fully charge the battery overnight prior to the first clinical use, resolving the issue. This complaint is related to (B)(4) / medwatch #1828100-2019-00032.

Event description:
It was reported that during installation of the heart lung machine (hlm), the batteries were depleted. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.